Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise was seen on all 3 channels when the patient was moving their arm. Images of the electrogram (egm) were reviewed and right ventricular (rv) lead cross talk was seen on 1 image. Other images show myopotentials. The physician thought the issue was due to the device header so replaced device with a competitor's product. Noise was still seen after the replacement so the new device was turned off. The issue is now thought to be a lead issue. The existing system is to be abandoned in the future and new system implanted. No additional adverse patient effects were reported.